Manufacturer narrative:
The actual device was received for evaluation as well as a photo sample. During the visual examination it was observed that the tamper evident seal was broken. The product inside the container was unused. The complaint was confirmed with an unknown root cause as it is unknown when the tamper evident seal was broken. The failure mode identified in the complaint is not associated with a product lot number; therefore, a lot review was not performed. The instructions for use indicates not to use the product if the package is damaged. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tamper evident seal on the steel shielded mick container, for (B)(4), was broken when the container was removed from the tyvek sterile pouch. The implant had to be rescheduled because the seeds had to be reordered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.